Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. This 16 x 3.50 promus premier select drug eluting stent was selected. While loading the device onto the wire they identified that the stent was damaged. It was noted that there was no resistance while removing the stent protector and the stent was not damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. This 16 x 3.50 promus premier select drug eluting stent was selected. While loading the device onto the wire they identified that the stent was damaged. It was noted that there was no resistance while removing the stent protector and the stent was not damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: a 16 x 3.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.